Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the hand switch on the device would not work. Another device was used to complete the case. There was no adverse consequence to the pt.